Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stroke, hemorrhage and thrombosis are listed in the xact instruction for use as known potential patient effects. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a highly stenosed lesion in the distal internal carotid artery. A 30-8-6 freestyle tapered xact carotid stent was successfully deployed with the use of a small emboshield nav6 embolic protection system (eps). While immediately post procedure the stent appeared patent, during recovery, the patient showed signs of left hand weakness. Stent thrombosis was diagnosed, and clot retrieval was performed; however, this was complicated by the occurrence of a subarachnoid bleed and subsequent intraparenchymal bleeding. The patient underwent a craniotomy later that evening for decompression but remains hemiplegic. No additional information was provided.